Event description:
It was reported that the pump battery was depleting quickly and that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the pump indicated a data log corruption and a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 250mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.